Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. It was reported that the patient was supported by oxygen through an auxiliary port. There was no patient injury.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing circuit was reconnected to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(6).